Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® voluma¿ with lidocaine in fans in retro injection in c1 and 1ml of juvéderm® volux¿ (07 ml in c2 and 01.5 ml in c5 per side, in suprepaperiostic bolus with 27g needle). Hcp notes patient has "granuloma due to hyaluronic acid. The patient refers inflammatory process after application of voluma and volux." Biopsy was not provided. Approximately 2 months after injection, patient consulted for inflammation in the chin and in c5. Patient was prescribed corticoids betamethasone 0.6 (2 tablets together every 12 hours for 72 hours) with good evolution. Approximately 2 months later, patient consulted again for palpable nodules and inflammation in the area of c1. Ultrasound is performed and all the areas where there was supraperiosteal volux are normal. With anechoic deposits of hyaluronic acid. And in the area of c1 where there was volume there are two solid nodular areas, heterogeneous, diffuse margins with major axis parallel to the skin. The right one of 19.7 x 4.5 mm and the left one of 15 x 4.1 mm. The doctor applies hyalurodonidase in the area but the patient does not respond to the protocol. Symptoms on going. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® voluma¿ with lidocaine in fans in retro injection in c1 and 1ml of juvéderm® volux¿ (07 ml in c2 and 01.5 ml in c5 per side, in suprepaperiostic bolus with 27g needle). Hcp notes patient has "granuloma due to hyaluronic acid. The patient refers inflammatory process after application of voluma and volux." Biopsy was not provided. Approximately 2 months after injection, patient consulted for inflammation in the chin and in c5. Patient was prescribed corticoids betamethasone 0.6 (2 tablets together every 12 hours for 72 hours) with good evolution. Approximately 2 months later, patient consulted again for palpable nodules and inflammation in the area of c1. Ultrasound is performed and all the areas where there was supraperiosteal volux are normal. With anechoic deposits of hyaluronic acid. And in the area of c1 where there was volume there are two solid nodular areas, heterogeneous, diffuse margins with major axis parallel to the skin. The right one of 19.7 x 4.5 mm and the left one of 15 x 4.1 mm. The doctor applies hyalurodonidase in the area but the patient does not respond to the protocol. Symptoms on going. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-46897). This emdr is being submitted for the suspect product, juvéderm® volux¿.